Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the pilot balloon of the bivona tracheostomy detached from the line. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection of the returned device identified that the pilot balloon was missing. No other defects were identified. The engineer at mtij measured the length of the inflation line from the end that was missing the balloon to the end that was secured to the shaft under the cuff. It measured 106 mm. All airway lines are precut and measure 170mm +/- 10 mm from below the pilot balloon to the opposite end that is secured under the cuff. The length of the airway line was determined to be significantly shorter than the standard airway lines used in manufacturing. Since the complainant failed to return the pilot balloon with the device, the investigation could not inspect the over-mold process of the balloon onto the airway line. Based on the length of the airway line, the investigation determined that the airway line had been cut and was not a manufacturing defect. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly. The cause of the reported problem was traced to the user manipulation of the device during usage.